Event description:
During the surgery, the valve broke off. Not sure if it went into patient or on the floor. Several attempts were made to obtain more information, but was unsuccessful.

Manufacturer narrative:
(B) (4): the device has not been received from the customer for evaluation.(B) (4)